Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular steering. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium (la) without issue. The clip delivery system (cds) was then inserted, with the blue alignment markers aligned. The cds was advanced to the la; however, when the m-knob was turned, the cds steered in the opposite direction. It was thought that there was a possible issue with the sgc key; therefore, both devices were removed and replaced. During removal of the cds, the alignment markers were again confirmed to be aligned. A new sgc and cds were used without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.